Event description:
It was reported that pump displayed malfunction alarm with code malf 24 and fault ID 24-0x2219, and customer¿s blood glucose was shown only as ¿high¿ with no specific value known. Customer gave correction insulin injection by multiple daily injections, did not require emergency assistance, and already had replacement pump. Technical support arranged for pump replacement.